Manufacturer narrative:
Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient went to emergency room (ER) and was subsequently hospitalized and admitted to intensive care unit (ICU) had high blood glucose levels along with diabetic ketoacidosis (dka) and was treated with intravenous (v) and fluids of saline and insulin on (B)(6) 2026.